Event description:
Outback re-entry device was used. Multiple attempts were made. While remaining a small amount of tip of wire was shown off in subintimal space. Acoured stent was inserted and deployed in femoral artery and fully excluding the sheared off wire. Completion angio was performed which showed excellent results. Enables the re-entry of a guidewire from subintimal space back to lumen. Reference report: mw5152293.